Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's report and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was charged to 360 joules; however the device only delivered 206 joules to the patient. This was confirmed when they printed out the event. There were no adverse effects to the patient due to the reported issue. The patient's heart rhythm converted to a normal sinus rhythm. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.